Manufacturer narrative:
The device was not returned to physio-control for evaluation. The customer downloaded the device's electronic records and provided them to physio-control. Physio reviewed the device's electronic records and could not verify the reported issue. Physio-control conducted a clinical review of this case and determined the device did not contribute to the patients outcome. An analysis of the patients rhythm during analysis 1 indicated the patient to be in fine ventricular fibrillation (vf) with borderline amplitude for sas to advise a shock. Analysis 2 showed pea, followed by one (1) shock. Post shock rhythm was asystole.

Event description:
The customer contacted physio-control to report that their device would not analyze rhythm correctly during a cardiac arrest call. They were able to deliver a 200j shock to the patient and the customer advised that several times the device did analyze the patient however they were in a non-shockable rhythm. The patient, a (B)(6) male, did not survive the event.